Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device "hasn't been working" in "over 3 years"(2015) and stated that she hasn't used it and it is "turned off". No symptoms were reported and no further complications were reported or anticipated.